Event description:
Patient is a resident of subacute, on (B)(6) 2023, rcp (respiratory care practitioner) performed an emergency trach tube change due to suspicion of blow trach (tracheostomy) tube. Trach tube was replaced with same size tube with no complications. Patient remained in stable condition. Prior to emergency trach tube, patient had a routine trach change done on (B)(6) 2023.